Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was experiencing a warming sensation under the skin at the implant site. The caller was asking if premature battery depletion could cause this.